Event description:
The customer called to report a high blood glucose reading of 507 mg/dl. The customer stated that he treated his blood glucose with the insulin pump, and felt okay to troubleshoot. The insulin pump was programmed correctly, and passed the prime test. However the insulin pump failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.